Event description:
Customer reported they were unable to flush, PICC required declotting. Pt required a medication ordered by the md to restore PICC line patency. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of "unable to flush" could not be confirmed because the customer stated the product will not be returned for evaluation. The root cause of this failure could not be identified.